Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient changed to program 3 or 4 and it was really bad and shocked them. Patient felt 'the punches' that it gave them in different parts of their body because the stimulation was too high. Patient noted it lasted mostly all night and they kept getting up and urinated more than other times. Patient stated they had started urinating more the night before the report and thought it may be because of what happened with the shocking. Patient confirmed the shocking had resolved. Patient wanted to be back on the program they had been on previously, so they changed to program 2 at 2.10v. No further complications were reported.